Event description:
The customer obtained a single, negatively biased non-reproducible phyt results from a patent sample using vitros phyt slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The biased result was not reported and there were no allegations of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that phyt quality control results were acceptable at the time of the incident. Vitros 5,1 system precision testing was also acceptable. The investigation found no evidence to suggest that either the vitros 5,1 or the vitros phyt slides had malfunctioned. The root cause of the single, negatively biased, non-reproducible phyt result is unknown.